Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, all switches were not working due to fluid invasion. The elevator channel inlet was loose, causing a leak, and therefore corrosion. Additionally, the light guide had scratches on it, causing shadows on the image, and the cover adhesive was peeling. The ultrasound probe was cut and compromising the image. The control knob was in the play position. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer called in to report that the switches on the evis exera ii ultrasound gastrovideoscope were malfunctioning. According to the initial reporter the picture button was not working, and when they pressed the number 2 button, it freezes. Upon further evaluation once returned, it was noted that the adhesive was cracked and peeling. This report is being submitted to capture the damaged adhesive. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Additional information: reporter occupation : lead gi technician. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the root cause could not be determined. However, based on the results of the investigation, it is believed that external forces was applied to the distal end and the ultrasonic probe by user handling. Olympus will continue to monitor the field performance of this device.